Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that signal noise was recently observed on the atrial channel that led to the cardiac resynchronization therapy defibrillator (crt-d) switching to atrial tachy response (atr) mode. Review of the device logs demonstrated that the noise had been longstanding and there multiple stored atr episodes. It was also noted that the atrial pace impedance had abruptly increased in (B)(6) 2021 (value unknown). Current atrial pace impedance measurements were normal. Technical services recommended further evaluation in clinic with physical maneuvers in an attempt to try to recreate the noise. It was also questioned whether the noise was due to electromagnetic interference, though the patient couldn't identify any possible sources. The crt-d remains implanted and in service and no adverse patient effects were reported. Additional information received indicated that the atrial noise and oversensing persisted. Review of the device trends demonstrated that in (B)(6) 2023 there was an isolated out-of-range (> 3,000 ohms) atrial pace impedance measurement. The atrial threshold and p-wave amplitude were stable. Technical services discussed programming considerations. The crt-d and atrial lead (non-boston scientific product) remain in service.

Event description:
It was reported that signal noise was recently observed on the atrial channel that led to the cardiac resynchronization therapy defibrillator (crt-d) switching to atrial tachy response (atr) mode. Review of the device logs demonstrated that the noise had been longstanding and there multiple stored atr episodes. It was also noted that the atrial pace impedance had abruptly increased in (B)(6) 2021 (value unknown). Current atrial pace impedance measurements were normal. Technical services recommended further evaluation in clinic with physical maneuvers in an attempt to try to recreate the noise. It was also questioned whether the noise was due to electromagnetic interference, though the patient couldn't identify any possible sources. The crt-d remains implanted and in service and no adverse patient effects were reported. Additional information received indicated that the atrial noise and oversensing persisted. Review of the device trends demonstrated that in (B)(6) 2023 there was an isolated out-of-range (> 3,000 ohms) atrial pace impedance measurement. The atrial threshold and p-wave amplitude were stable. Technical services discussed programming considerations. The crt-d and atrial lead (non-boston scientific product) remain in service.